Manufacturer narrative:
A review of the mfg records could not be conducted because the lot number is unk. The device remains implanted so no device analysis could be conducted.

Event description:
It was reported the physician implanted a gore helex septal occluder to close an atrial septal defect. At implant, the device appeared in good position and appropriately apposed to the septum. At one month f/u, the physician noted a pericardial effusion. There was no clinical sequela and no tamponade noted. The physician performed a pericardiocentesis and drained the effusion. The device remains implanted and the pt was doing well following the procedure.